Event description:
It was reported that when this device was interrogated safety mode error message was displayed. The patient presented to the emergency after feeling a twitching sensation. The patient was admitted for a device changeout. The device was explanted. No additional adverse patient effects were reported.